Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported the cycler alarmed during fill 1 of 4 during treatment and noticed fluid leaking from the cycler. The patient opened the cycler door to remove the cassette and found fluid leaking from the dome part. The sample set is being made available for evaluation. During follow up, the patient's peritoneal dialysis registered nurse (pdrn) reported there were no serious injuries, complications or infections. The patient's effluent remained clear. The patient was not prescribed any antibiotics. There are no adverse events reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.